Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-10016. It was reported that the patient presented for revision of the right atrial and right ventricular leads due to insulation anomalies. Both leads were capped and replaced on (B) (6) 2020. The were no patient complications reported.